Event description:
Blood leak reported, from home care setting, during continuous infusion of heparin drip through abbott pump tubing connected to clave connector. Presumed, by reporter (non-clinical person), to be a slow leak from the clave during the night after clave having been accessed the evening before, flushed, and then connected to pump tubing for continuous IV administration. "Approximately 6-8 ounces of blood" was reported to be on the bed in the morning. At the time of the reported incident, the pump time was set for 900 units/hr. The clave was changed. No lab or treatment was ordered. No pt harm was reported. Information for this report was provided by abbott laboratories medical department from a report and discussion with the home care agency owner.